Event description:
Chronic pain after surgery follow up to e.r 1 month later. Cat scans, hernia specialists follow up with hernia inst. Doctor may remove marlex because of problems with other people having same symptoms. Diagnosis or reason for use: hernia repair.